Event description:
It was reported the long clip was used and could not be released. The issue occurred during a therapeutic polypectomy procedure. There was no report of patient harm.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d4 (lot), d4 (expiration date), d8, h2, h3, h4, h6. Corrected fields: h6 (health effect - impact code) f1908 prolonged surgery should be removed. The device was returned to olympus for inspection and the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.